Event description:
The customer reported a burning smell and that the system would not expose all the way before it shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cooling fan connection was reseated during the service call. The system was tested and found to be working as intended and put back into service.